Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving pump error 23 no harm requiring medical intervention was reported. Product return was requested for mmt-1886, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No unexpected pump error 23 alarm occurred during testing. The pump history file lists data from 12/7/2023 to 2/6/2024. Unable to verify any pump error 23 alarms on the event date, 6/14/2024 due to no history data available however, there was one (1) pump error 23 alarms generated on 2/9/2024 at 18:42. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Pump error 23 alarm is not confirmed. No unexpected pump error 23 alarms during testing or excessive pump error 23 alarms found in the history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.